Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-jun-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 01-jan-2020, labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the patient experienced perforation, pericardial effusion and pulmonary hypotension. The leadless implantable pulse generator (ipg) was deployed post perforation and exhibited no capture. Cardiocenthesis tray utilized and drain placed. The leadless implantable pulse generator (ipg) was attempted not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.